Event description:
The patient was scheduled for end of life battery replacement. A catheter dye study was done before the surgery and was ¿okay¿. When the pump pocket was opened there was a very large amount of white substance that filled the entire pocket, and it was noted to have been around the catheter connector. The doctor questioned if it was drug precipitate or if there was a possible leak around the connector or faulty connector. The representative spoke with the patient pre-op and they reported good pain control with no changes noted in pain relief. No patient symptoms or complications were associated with this event. The patient recovered without sequela. The medications used within the system were dilaudid, bupivacaine, and fentanyl. It was reported that the pump was prophylactically removed to avoid in-vivo battery depletion.

Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed user related coring, tears, and cuts in the seal due to the outlet port. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.